Event description:
It was reported that the right atrial (ra) lead was damaged while explanting a different lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead was damaged while explanting a different lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted through visual summary that there was apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).